Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). MFR name: st. Jude medical crmd reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis. A premature battery depletion was observed. The low battery voltage was detected prior to implant. The device was tested using our ate system and no anomalies were found. The battery was sent to the manufacturer for further analysis. The cause of the premature battery depletion was found to be an anomalous rf module. It is believed that the rf module failure caused an excessive current drain, which depleted the battery.